Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was receiving a button error alarm on the insulin pump. Customer stated that she believed that the pump is a loaner pump from her doctor. Customer's blood glucose was 174 mg/dl. Customer stated that she went to put in her carbs and all of a sudden, the numbers took off. Customer stated that the pump would not let her press the esc button and she received the button error alarm after taking the battery out and putting it back in. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.